Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's catheter was removed. The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by turbid fluid. The cause of peritonitis was unknown. On the same day as onset, the pt was hospitalized for the event. On an unreported date, the patient started treatment with vancomycin (1 gram, next exchanges then every 5th day, route not reported) and injection magnova (1 gram in next bag then 500 in each exchange) for peritonitis. It was reported that the pt condition was stable but the fluid was still turbid. At the time of this report, the pt was recovering from the event and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.